Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet insulin pump was dropped into a toilet and subsequently became unusable, intermittently powering on and off, consistent with moisture damage involving the device seal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at the seal consistent with moisture ingress, aligning with a moisture damage device problem and a seal component involvement. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.